Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the problem and arranged to send a replacement pump to the customer, who was instructed to put the current pump into storage mode and return it within 10 days. The customer will continue using the current pump until the replacement arrives.